Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer had a no delivery alarm. Customer's blood glucose was 309 mg/dl. The customer did not treat for their blood glucose. Troubleshooting found insulin was not able to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found insulin was not able to exit with a plunger push. Customer was advised the no delivery alarm was caused by an infusion set/reservoir connection problem. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.